Manufacturer narrative:
Other device involved in this event: hw26585 - pump / catalog number 1103 / expiration date: 05/31/2018. UDI #: unk. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the bivad patient presented to the emergency room on (B)(6) 2017 with fever, chills, and malaise. The patient was admitted and blood cultures were positive for enterococcus bacteremia. The patient was placed on intravenous penicillin and was discharged home on (B)(6) 2017. The patient was ordered to continue intravenous penicillin at home through their peripherally inserted central catheter (PICC) line until (B)(6) 2017. The patient is currently stable and will follow up at the next clinic visit. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated sections. Other device involved in this event: (B)(4) - pump. Di# (B)(4). Correction: 05/31/2016. (B)(4). (B)(4) were not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported on (B)(4) and (B)(4); therefore, the purpose of this investigation is solely to evaluate each device's conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pumps from performing as intended. Review of the manufacturing documentation and sterility certificate for both devices confirmed that each of the associated devices met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.